Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector overmold was cracked. Upon evaluation, the orange (+5v) wire was broken in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the damaged wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
The son of a (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.